Event description:
It was reported by the rep that during a low anterior resection, six reloads were used with the device of which two failed to fire. The resident was firing the device while using the second and fourth reloads to staple the rectal stump. The device was articulated all the way, closed and locked up on these two reloads. It was noticed that four staples weer discharged on both reloads. The same device was used to compelte the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.